Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited difficulty with cartridge removal and an unresponsive wake/sleep button requiring multiple presses, which led to a device replacement and instructions to return the original unit. Symptoms included no impact to blood glucose and no injuries. Outcomes included no medical intervention, no lost therapy, and continued cgm use as directed. Investigation included remote troubleshooting, user guidance, and request for device return for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.